Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer reported that down buttons on insulin pump was not working and also his screen was scratched. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer did not want to continue troubleshooting. The insulin pump will not be returned for analysis.